Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and treatment appear to be related to circumstances of the procedure. It is likely the device interacted with the moderately calcified and moderately tortuous lesion during advancement causing the reported failure to advance and subsequent patient effect of dissection. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both moderately calcified and tortuous. A xience xpedition des 2.50x18 rx ce failed to cross due to the patient anatomy and caused a dissection. An unspecified stent was used to treat the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.